Event description:
It was reported that the vibrate mode in the insulin pump was no longer working. Troubleshooting was performed. Ran a self test and the insulin pump did not vibrate. The device switch from the tone test to test completed. Advised that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The device had a missing end cap sticker. The vibrator alarm works properly, and the insulin pump was received with currents in spec.